Manufacturer narrative:
Date sent to the FDA: 10/06/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial removal of the mesh and recurrent ventral hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, infection, chronic wound, drainage, seroma, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.